Event description:
It was reported the pt lost stimulation to the pain areas. Surgical intervention was undertaken, explanting and replacing the lead to address the issue. Effective coverage was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.